Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was about 600 mg/dl. Customer stated that her insulin pump was not working correctly and her reservoir was leaking. Nothing further was reported.